Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by right subclavian access. On valve deployment, the delivery system balloon ruptured. A large nodule of calcium was noted in the right subclavian artery at the level where the pusher came back and interacted with the balloon. The valve stayed crimped as no contrast entered the valve portion of the balloon. The valve was able to be pulled back into the esheath and was removed as one unit. A second devices were prepared and was advanced without issue. The valve was deployed successfully. The patient is stable and was discharged the next day. During pre-decontamination evaluation of the device, distal tip split was observed.

Manufacturer narrative:
The sheath was returned to edwards lifesciences for evaluation. The returned devices were visually inspected, and the following was observed: esheath received inserted in the delivery system. Liner was received expanded. Kink in sheath at approximately 85mm from tip. Tip split. Liner delamination extended approximately 1 cm from the tip. C-marker remained attached. Due to the nature of the complaint (splitting of the distal tip), no applicable functional and dimensional testing were able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaint for sheath distal tip split. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on the evaluation of the returned device. However, no non-conformances could be identified during the evaluation. Review of the DHR, lot history, and complaint history did not indicate that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. Furthermore, no abnormalities were observed during device unpacking or preparation. As reported, ''it was a case of an implant of 26mm edwards sapien 3 ultra transcatheter heart valve, in aortic position by right subclavian access. During procedure, 14 fr esheath inserted smoothly. 26mm s3u valve on commander ds advanced through the esheath without much resistance. Valve alignment performed. On deployment of valve, ds balloon ruptured immediately. A large nodule of calcium was noted in the r subclavian artery at the level where the pusher came back and interacted with the balloon. Valve stayed crimped as no contrast entered the valve portion of the balloon. It was able to pull the valve back into the esheath and remove as one unit.'' Review of patient imagery showed that there was calcification in the patient's access vessel. Calcification can interact with the sheath tip and can constrict the sheath during delivery system insertion. If the sheath interacted with the calcification present, it is likely that the observed sheath tip splitting could occur. Additionally, it was reported that the commander delivery system balloon ruptured. Per the IFU/training manual, ''a crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve.'' Withdrawal of a crimped valve on the balloon results in a larger profile than when it is off the balloon. Retrieving the valve into the sheath can cause the sheath tip to split as well as liner delamination. Available information suggests that patient factors (calcification) and/or procedural factors (withdrawal of crimped valve) contributed to the complaint event. Since no manufacturing non-conformances or labeling/IFU/training deficiencies were identified, no product non-conformance was confirmed, and the complaint occurrence rate did not exceed the applicable trending control limit, no corrective/preventative actions nor product risk assessment (pra) escalation are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction. The following sections of this report have been updated: corrected d.4 lot number and expiration date and h.4 device manufacturer date. The lot number, manufacturer date and expiration date were corrected.